Manufacturer narrative:
The customer reported complaint of the autopulse displayed ua07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and in review of the archive data. The root cause of the issue was due to the defective load cells. The defective load cells were replaced to remedy the issue. Visual inspection was performed and found that the battery lock was bent. The autopulse platform is a reusable as well as serviceable device and was manufactured on 08/06/2008. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Archive review showed ua07 (discrepancy between load 1 and load 2 too large) error message occurred on (B)(6) 2017. Functional testing could not be performed due to the autopulse displayed ua07 (discrepancy between load 1 and load 2 too large) error message upon powering up of the platform. The issue was attributed to the defective load cells. The defective load cells were replaced to resolve the issue. Following service and repair, the autopulse passed all the testing and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported during shift check that the autopulse displayed ua07 (discrepancy between load 1 and load 2 too large) error message upon power up. No patient involvement on this issue.